Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high sodium (na), potassium (k), chloride (cl), calcium (ca), and carbon dioxide (co2) results that were generated by the unicel dxc 600 pro synchron chemistry analyzer. No false results were reported out of the laboratory. The samples were repeated on a separate analyzer and were reported out. Two examples of the false high ise results along with the repeated results are provided by the customer. The customer indicated that there was no impact to patient treatment in this case.

Manufacturer narrative:
Prior to the event, ise qc results were within the lab's established ranges. Field service engineer (fse) was on-site and cleaned the ratio pump and replaced the o-rings. These measures resolved the ise problem.